Event description:
Hosp advised the pump was "delivering more than the set flow rate and did not alarm". Also, when the pump was stopped and the door closed the pump free flowed. There was no pt consequence. Hosp advised that the pumping mechanism was broken on the lower left hand side. No further info has been provided.